Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer that nurse states they use the powerpicc solo at their facility. Nurse states whenever they have a catheter occlusion, they will use a thrombolytic and allow it to dwell in the catheter. Nurse states some nurses will leave the syringe attached to the catheter while the thrombolytic sits. Nurse asking if this is proper procedure. Nurse does not think the catheter would need to remain attached to the catheter because it has the valve end.